Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " rupture and heavy leakage".

Event description:
Medical staff reported a left side " rupture and heavy leakage" device has been explanted.

Event description:
Medical staff reported, a left side "rupture and heavy leakage". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified, underweight, broken, wear abrasion, red particle in the device and red particle in the gel. A microscopic analysis was performed which identify, a sharp broken in the posterior. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a broken sharp in the posterior side assessed, as unidentified (tear) broken.